Event description:
It was reported that the patient had a fusiform aneurysm located in the v4 segment of the right vertebral artery. The vessel diameter at the proximal end of the carrier artery was 3.0mm. A stent was selected. The microcatheter reached the target position, used the stent, and then pushed and pulled to open the head end of the stent. When the stent was released to about 20%, it could not open. Then the adjustment was made, and the pusher was placed in the middle of the blood vessel but still could not be opened. Recover the open head end stent and repeat the previous operation twice, but the stent still cannot be opened. Recover the stent, try again 2 times, the bracket still did not open. At this time, the blood flow was blocked for a longer time, and the physician analyzes the risk (about 20% of the head end of the stent cannot be opened, blocking blood flow), and then immediately removed the stent. The surgical strategy was changed, and the procedure was completed successfully. How was the case completed: the physician failed several times, and it had been more than 4 hours since the operation began, so the surgical strategy was changed, and the parent artery was blocked directly. The physician started the procedure according to the new schedule, and then the procedure ended smoothly.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Manufacturer narrative:
The investigation of the returned stent system found the stent returned loaded in the introducer. Replication testing was performed and found the stent was able to successfully advance through an in-house microcatheter and fully open upon deployment. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
See h10.